Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would restart automatically. It was confirmed that the programmer took a long time to boot. It was indicated that the disk drive was out of specification. It was also indicated that the keyboard latch was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer took a long time to reboot and would sometimes restart automatically. The programmer was returned for service. No patient complications have been reported as a result of this event.